Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting both high pacing and defibrillation impedance measurements, which had been elevated since 2019. The patient was unaware of the vibratory alert for high impedance. It was also noted that the that the lead was not capturing at the programmed parameters. No interventions were made. The patient was asymptomatic and was not pacing dependent.

Manufacturer narrative:
The reported events of high pacing lead impedance, loss of capture and high defibrillation lead impedance could not be confirmed. As received, a partial lead was returned in two pieces measuring 7.0 cm and 20.0 cm, respectively. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform the impedance test due to the lead was returned incomplete and in two pieces, consistent with procedural damage. Visual and x-ray inspection of the lead did not find any anomalies except for damages found consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.